Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to this event; however the customer reported an elevated bg level earlier due to food consumed. A correction bolus was delivered to address bg levels. It was indicated that the customer's health care provider would be contacted to obtain back up insulin therapy.

Manufacturer narrative:
The malfunction reported was confirmed; however, no failure was identified related to the elevated blood glucose event reported.